Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. Mfg site name-: (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexiva tractip 200 laser fiber was used during a right ureteroscopy, laser lithotripsy, and stent placement procedure in the kidney performed on (B)(6) 2016. According to the complainant, during the procedure, the tip of the fiber broke off while the physician was advancing the laser fiber through the scope. Reportedly, there was difficulty advancing the fiber through the scope due to sharp turns needed to get into the renal pelvis and reach the upper pole in the kidney where the stone was settled. The broken fiber damaged the scope, causing a hole in the scope. The broken fiber tip was not left in the patient, the physician was able to retrieve it without difficulty and the procedure was completed with a different laser fiber. There were no patient complications reported as a result of this event.